Event description:
A caller reported a malfunction on their pump, indicated by a malf 12 code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the caller in performing the reset. The malfunction did not recur, and the customer was instructed to continue using the pump and to call back if the malfunction code reappears, which the caller acknowledged and understood.